Event description:
It was reported that there were episodes of lead noise on both atrial (ra) and right ventricular (rv) leads. The noise was observed in non-sustained episodes. It was suspected that the noise could be due to the leads rubbing together as the atrial and ventricular noise events correlated. The noise was reproducible with coughing. The lead measurements were noted to be stable and within normal ranges. The physician elected to monitor the issue carefully since no definite cause was identified. The patient was asymptomatic.

Event description:
New information received notes that there was non sustained right ventricular oversensing (nsrvo) due to lead noise noted on the right ventricular (rv) lead. Further information could not be obtained.

Event description:
New information received indicated that the right ventricular lead continued to exhibited noise resulting in inhibition of pacing. It was also noted that the lead was fractured and had an increase in impedance. On (B)(6) 2019, the lead was replaced. Patient was stable throughout.

Event description:
New information received indicated that the patient had received two inappropriate shocks due to the right ventricular lead noise on (B)(6) 2019. On (B)(6) 2019, a portion of the lead was capped. Patient was fine before and after the event.